Event description:
It was reported to olympus, during preparation for use before a procedure, the device angulation was tight. No patient harm or injury reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the reported issue. In addition, the bending sheath cover glue was cracked. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.